Event description:
On (B)(6) 2018, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch verio flex meter had a power issue ¿ meter does not turn on. The complaint was classified based on customer care advocate (cca) documentation. The patient stated that the alleged product issue occurred at 9am on (B)(6) 2018. The patient manages their diabetes with insulin (no adjustments), and did not make any changes to their normal diabetes management regimen as a result of the alleged product issue. The patient informed the cca that 20 minutes after the alleged product issue occurred they developed the symptoms of ¿headache, clammy and shaky¿; symptoms which the patient self-treated by taking food and/or drink as treatment at 9:20am on (B)(6) 2018. At the time of troubleshooting the cca noted that there was no misuse of the product and this was the first time the product had been used by the patient. The patient¿s products were replaced. This complaint is being reported because the patient claims they were unable to test their blood glucose due to the reported issue and reportedly developed signs/symptoms suggestive of a serious injury adverse event after the alleged meter issue began.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned meter due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.